Event description:
It was reported that there was an alert for high superior vena cava (svc) impedance on the right ventricular (rv) lead. Fracture was confirmed. The lead is out of service and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6932100, lead, implanted: (B)(6) 1997. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.